Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead implanted: (B)(6) 2007 ; product ID: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the active and previously capped right ventricular (rv) leads were tethering the tricuspid valve and regurgitation was occurring. The helix of the previously capped lead was deeply embedded, and during the lead removal, when traction/counter-traction was used near tip of the lead, the lead helix straightened and broke off. The helix was subsequently left behind. In addition, the atrial lead was incidentally removed during the extraction process due to binding to the ventricular lead. All three leads were explanted and new rv and atrial leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.